Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that charging the implant now takes longer and the battery depletes faster than before, with the issue ongoing for a couple of months. Previously, upon waking, the implant battery would retain about 30% charge, but currently it is almost completely depleted by morning. Patient also noted variability in charging time, sometimes taking only 15 minutes and at other times up to 1.5 hours to reach full charge. Agent redirected the patient to their healthcare provider (hcp) and manufacturer representative (rep) to further address the issue. Agent also had to reset the controller as patient confused the controller to the implant. Agent advised the patient to blow air and clean connection pins before charging. Checked for visible damage on the controller port and connection pins, recharger cord; patient confirmed no visible damage. Advised to monitor their device and call us back if issue persist. [See (B)(4) for related event].

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Date is estimated; year is valid. This is what was corrected from the previous submission. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Pt reported issues with the longer recharger and depleting faster seems to be due to a broken section on the plug in section from the paddle to remote controller. A new paddle fixes the recharging problem. So far issue is resolved.